Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap.the customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. It was also reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 140 mg/dl. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.